Manufacturer narrative:
Concomitant medical products: c4tr01 ICD, implanted: (B)(6) 2014-10-01; 5071-35 x 2 leads implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited a high threshold measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.